Manufacturer narrative:
H4: the lot was manufactured between december 11, 2023 ¿ december 12, 2023. H11: three (3) actual devices, a photo sample, and video sample were received for evaluation. A visual inspection of the photo sample was performed, and milky white, possibly drug participate was observed. A visual inspection of the video sample was performed, and no fluids were observed flowing out of the distal luer. A visual inspection was performed on the three actual devices, and fluid inside the device bladder was observed which suggested a possible underinfusion or flow related issue. There was excess white drug precipitate inside the bladder. Force prime was attempted to revive flow but was unsuccessful. The reported condition was verified. The cause of the customer reported problem was undetermined; however, the flow problem was due to drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused medication during infusion. The flow issues were further described as, ¿infusors that had very very slow rate of infusion (underinfusion)¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.